Event description:
It was reported that the patient had a vf episode and the device did not convert the rhythm at 36j, but a subsequent 40j shock converted the rhythm. The patient was transferred to the hospital where induced ventricular fibrillation could only be converted by the maximum energy due to the patients high defibrillation threshold. The decision was made to upgrade to a dual coil rv lead and a dual chamber device to get better result.

Manufacturer narrative:
No medwatch form was received.